Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was monitored for 2 days. No charge/battery anomaly, unexpected low battery alarm or unexpected off no power alarm noted. No drive/motor anomaly, unexpected motor noise anomaly or rewind anomaly noted. The motor was tested outside of the device and passed. All buttons function properly. No unresponsive buttons noted. No button error alarm noted. No damage noted on the keypad traces or on the keypad dome switches. During visual inspection, the j2 keypad connector on the was found locked properly. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had button hard to press and sometimes did not respond. No harm requiring medical intervention was reported. Customer stated that insulin pump had loud to rewind and long time to rewind, change the batteries every week. The device will be returned for analysis.